Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set detached during the night and customer was not aware, which caused customer to be taken to the emergency room. Customer does not remember date of hospitalization, but states that it was a year ago. Customer had symptoms of high blood glucose; customer very very sick and had nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting due to how long issue occurred.